Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient had tortuous anatomy. Pre-dilation was performed with an 18mm non-abbott balloon. During the procedure it was noted that there were positioning difficulties. While deploying the valve the valve was observed sinking into the left ventricle. While attempting to re-sheath the valve, it was observed that the valve could not be fully re-sheathed. The valve and delivery system were removed from the patient. Upon inspection the valve capsule appeared to have significantly shrunk. The valve and delivery system were both replaced with a new 23mm navitor vision valve and a small flexnav delivery system. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of retraction problem, positioning problem, and material deformation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, causes for the reported retraction problem, positioning problem, and material deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.